Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed evidence of short battery life with a sudden voltage drop leading to a low battery warning on (B)(6) 2015. During testing, the pump successfully performed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.